Event description:
It was reported that the patient was presented to the hospital for an unrelated procedure. Interrogation of the patient's pacemaker revealed high capture threshold on the right ventricular (rv) lead. The rv lead was repositioned successfully and the patient was in stable condition.